Event description:
It was reported that the insulin pump alarmed no delivery multiple times and also alarmed motor error during basal process. The blood glucose reading was 147 mg/dl. No significant events leading to the alarm were observed. The customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms or excessive no delivery alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.